Manufacturer narrative:
Root cause could not be determined. Condition is addressed in the package insert. Part and lot identification necessary for review of device history records and complaint history so these are unavailable. Risks associated with reported condition are addressed through the warnings in the package insert as a part of design control risk management. Associated package insert 01-50-0960, there are warnings in the package insert that state that this type of event can occur, under possible adverse effects number 4 it states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Information was received based on review of a journal article titled, "no association between serum metal ions and implant fixation in large-head metal-on-metal total hip arthroplasty". Four patients were identified with cup migrations above the tt detection limit (0.76 mm), post primary tha. But these measurable migrations were clinically small and the patients were asymptomatic. There has been no further information provided.